Event description:
Nurse was attempting to insert guidewire for peripherally inserted central catheter. Tip of guidewire lodged in vein wall broke off. X-ray was performed and wire tip was seen. Patient was sent to the emergency room at a nearby hospital. After further x-rays were performed, physician made the choice to leave piece of wire alone.